Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user encountered the fill tubing process while connected to the infusion set after a training visit, which interrupted insulin delivery and resulted in hyperglycemia; the user disconnected, completed the fill process, reconnected, and glucose subsequently decreased. Symptoms included headache. Outcomes included elevated blood glucose with a documented peak of 357 mg/dl, no need for outside assistance, and no medical intervention or hospitalization. Investigation included review of engineering logs and user account of the event, along with troubleshooting and user education. Investigation of this case revealed an inadvertent entry into the fill tubing function while connected to the body, consistent with user interface misuse and infusion set and cartridge handling error, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to inadvertent activation of fill tubing while connected.